Event description:
Customer reported that the insulin pump's buttons were unresponsive. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.